Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultraping meter had a fading display issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged display issue first occurred ¿3 months ago¿. The patient manages his diabetes with insulin pump therapy and felt he was not taking the appropriate insulin dosage as a result of the alleged product issue. The patient stated that on an unknown date and time after the alleged product issue began he developed the symptoms of sweaty, low energy dizzy and weak. He reported that he self-treated with food and/or drink. No other device was used to measure his blood glucose. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the meter was being used. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The meter has been returned and evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Follow up ~1. The lay meter have been returned and evaluated by product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.